Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that with the patient's 2nd implant they had it reprogrammed once due to it not stimulating how the patient wanted. The patient stated the wires kept falling out of the spine. The patient stated it created a "wormhole" and the wires kept falling down. The patient stated he had been having back problems where his back kept going out after shoulder surgery (unrelated to implant). They assessed the back and implant and said the wires were tied up in a knot, so he had 4 big cuts to remove it all and put in paddle leads. The patient's replacement surgery/recovery was in (B)(6) 2016. The patient stated it was a heck of a recovery and they fixed it. No further patient symptoms or complications were reported in this event.